Event description:
It was reported that during a da vinci-assisted general donor hepatectomy surgical procedure, the customer reported to technical service engineer (tse) that multiple error while they were using the iesu for bipolar energy. The customer stated that the bipolar energy delivery was intermittent. Tse reviewed logs and found error c-38, c-06/m-18/m-11. Tse informed that the iesu needs to be replaced. Tse informed that no cautery cable or instrument change can resolve the issue. Tse also warned that the bipolar energy may become completely unusable without preventing. Tse informed that the forcetriad use in parallel may help as a temporary solution. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.